Event description:
Baker's cyst rupture, vaso vagal syncope, knee effusion, swollen knee. Information was received on 29-jun-2006 from a physician regarding a female patient, with a medical history of osteoarthritis, and 2 previous treatments with synvisc, who experienced baker's cyst rupture, vaso vagal syncope, knee effusion and swollen knee. The patient began treatment with synvisc in 2006. The patient received one injection of synvisc on the treatment date. Two days later, the patient experienced a baker's cyst rupture and vaso vagal syncope. At about 12 days later, the physical aspirated 30 cc of fluid. Gram stain was negative for organisms. On the following day, the patient presented with a swollen knee and the physician aspirated a further 40 cc fluid. On the next day, the patient underwent arthroscopy, and flushing in-order to remove the remaining synvisc. One week later, the physician drained a further 40 cc of fluid. At the time of this report the patient had not yet recovered. The physician assessed these adverse events as related to synvisc.